Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 402452 lead, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low impedance. Initially, the lead was reprogrammed. L ater, the lead was capped and replaced. No patient complications have been reported as a result of this event.